Event description:
Koru medical was made aware that during initial incoming inspection at a customer warehouse in japan, unidentified black debris/contaminant was found inside a sealed sterile needle set pouch involving rms32409/lot n.25b05n. Subsequently, the japanese warehouse personnel completed inspection on the remaining inventory. Upon completion, an additional sealed pouch was found to contain unidentified black debris/contaminant involving rms32414/lot n.87033. MDR 1318360-2025-00021 is being filed for rms32414/lot n.87033. The customer provided photos of the pouches confirming the complaint. There was no patient involvement. A review of the device history record for rms32409/lot n.25b05n was performed and no nonconformances or aberrant conditions were noted. High-flo needle sets are manufactured and sealed into their primary sterile barrier packaging in a controlled environment. In addition, high-flo needle sets are sterilized using gamma irradiation which is a highly penetrating and effective sterilization modality. Furthermore, validation of the sterilization method was performed using a conservative method (vdmax25) which provides a safety margin over alternate acceptable validation methods. The instructions for use for the high-flo needle sets states "subcutaneous needle sets are only sterile and non-pyrogenic if the packaging is unopened and undamaged. Do not use a needle set from an open or damaged package." Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
1318360-2025-00020 is being filed for rms32409/n.25b05n. 1318360-2025-00021 is being filed for rms32414/lot n.87033. If additional information becomes available, a supplemental report will be filed with the new information.